Event description:
Two days after the clips were put in, I started to have pain and 1 week later, I was in the hospital because I had a infection and the doctor cut my stomach open without any pain medication. Yesterday I saw the doctor had an x-ray that showed my left clip was where it was supposed to be and my right clip is behind my ribs on the left side. It migrated. Since the clips have been put in my health is getting worse. I weighed (B)(6) lbs when the clips were put in and after I had to have a gastric bypass because of the weight gain. They gave me a partial bypass and repaired my hernia. I am hyperglycemic, have a overactive thyroid, anemia, hurts to have sex, rapid heart beat, depression, schizophrenia, bipolar, have hair loss and memory loss.

Event description:
Additional information received from reporter 7/11/2016. Client adds that with the infection she had, her stomach was oozing with purulent drainage when she got to the ER. She is lactose intolerant , had blood in urine, heavy menses, blood clots, depressed and had suicidal ideations but under psychiatric care now. She also has dogs and no longer has suicidal thoughts. Two to three weeks ago, x-ray discovered device had migrated. Client states that x-ray results were taken to doctor who had initially done the procedure (dr. (B)(6)), but he refused to look at them and refused to treat her.

Event description:
Two days after the clips were put in, I started to have pain and 1 week later, I was in the hospital because I had a infection and the doctor cut my stomach open without any pain medication. Yesterday I saw the doctor had an x-ray that showed my left clip was where it was supposed to be and my right clip is behind my ribs on the left side. It migrated. Since the clips have been put in my health is getting worse. I weighed (B)(6) lbs when the clips were put in and after I had to have a gastric bypass because of the weight gain. They gave me a partial bypass and repaired my hernia. I am hyperglycemic, have a overactive thyroid, anemia, hurts to have sex, rapid heart beat, depression, schizophrenia, bipolar, have hair loss and memory loss.